Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This instrument was released the from the carriage by removing the arm, instrument and cannula.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ neobladder surgical procedure, the sureform 60 stapler instrument was stuck on tissue. The technical support engineer (tse) advised to use the grip release knob and ensure that the knob was turned a sufficient number of times to open the jaw. The customer followed the recommended troubleshooting steps and the jaw would not open. The surgeon was able to pry the instrument open and removed the arm, instrument and cannula and then was able to release the instrument from the carriage. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was pulled from the universal surgical manipulator (usm) prematurely as firing cycle was still completing (fire was complete, knife blade was returning). The user was stapling across the small bowel when the incident occurred. The issue did not occur after a system fault. There was no unexpected tissue removal. There was no bleeding. The sureform 60 stapler instrument will not be returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.